Manufacturer narrative:
A ge svc rep performed an on site investigation. The reported failure could not be duplicated. However, found the voltage across tp1 and tp3 on the charger board needed adjustment. Voltage adjusted. The sys was tested and found to be working as intended and placed back into svc.

Event description:
It was reported that the charger board fail light on the 9800 sys came on (charger failed error). There was no report of pt injury.